Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted. A device history review (DHR) could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date. The customer reported a smallbore ext set w/chemolock port and cadd line that filled with air during the patient¿s infusion and shutting off the pump. The extension set was primed with saline and the air was distal to the pump and distal to the filter. The pump did not audibly alarm for the air in line and the clinician did not see the air. The patient did not get any air and the air did not pass the cassette. It was unknown if stopcocks or extension tubing was used. The pump and tubing set was replaced. It was unknown if the pump and tubing set was tested together. There was patient involvement but no delay in therapy or human harm reported. This is the second of two events reported.